Manufacturer narrative:
The actual device and photos were received for evaluation. Visual inspection of the provided photos showed the product label in photo one. Photo two showed the header cap with the defective welding seam. Visual inspection of the product with the naked eye showed that the product wet and contaminated with blood. After disinfection, a leakage test of the dialysate side were performed and a leakage could be found. The cause is a defective weld seam. The cause of the defective welding seam is polyurethane on the welding edge. (Polyurethane overflow) the reported condition was verified. The cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 21l, an external dripping of the dialysis fluid from the top of the filter was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.